Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify xtmr due to critical pump error (open book image) alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer needed help with generating reports within carelink. The customer stated the browser downloaded a pdf file instead of displaying data within the browser. The customer was dissatisfied with how the pump displayed data. The customer performed self test that passed, verified no issues with insulin delivery, performed pump restart and successfully changed date/time. Ths insulin pump will be returned for analysis.